Event description:
It was reported that the posey bed -acute care/long term care model 8050 was being returned due to moldy/stained, and the user has washed unit several times. No pt injury reported. Inspection shows that there is damage to the canopy that could potentially cause or contribute to a serious pt injury.

Manufacturer narrative:
(Other) -moldy/stained -unlabeled. Evaluation results: (other) -the unit was washed upon receipt and inspection shows that on the front side of the top ridge where the insert pin is the tape is cut. On both the front and back side of the canopy the drainage port at the beginning and at the end of the zipper has a 1 inch vinyl tear.